Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device will not switch on, green status indicator flashing. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2017. On receipt of the device, the device was failing to power on correctly as per the reported fault. Instead the device continually restarted the power up and would not progress further than the ¿adult patient¿ prompt. The fault was traced back to a failure of the supply monitor u22. An unstable output from this component had resulted in the reset pin of the microcontroller, u25, being triggered periodically and therefore the device was unable to boot up correctly. The faults could not be replicated when u22 was replaced. The device successfully passed final unit test (h032-014-004) on the (B)(6) 2017. Information from the history log shows the device was successfully power cycled upon the first installation of the pad-pak by the user, and performed all weekly auto self-tests up to the (B)(6) 2018. Multiple manual power ups, mainly of nonsensical duration were recorded between the (B)(6) 2018. Therefore, it is concluded the component failed around this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device will not switch on, green status indicator flashing. No patient involved.